Manufacturer narrative:
Multiple requests for additional information have been performed; however, the healthcare provider has not provided any additional details regarding the valve replacement. Although the reason for the explant is unknown, there has been no allegation of product malfunction or deficiency. The reported event cannot be confirmed with the available information. The root cause of this event remains indeterminable. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. If any new information becomes available, a supplemental report will be submitted accordingly. No further actions are required at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that a bioprosthetic aortic valve, implanted for seven (7) months, was explanted due to unknown reasons. The explanted device was replaced with another edwards bioprosthetic valve. The patient also underwent mvr. Postoperatively, the patient had been in complete heart block since the surgery without recovery. On pod #4, the patient underwent a ppm implant procedure. The patient was stable at the end of the procedure and was brought to the ICU for postoperative monitoring and management. No other details available at this time.

Event description:
This (B)(6) year old female patient with history of diabetes mellitus, hypertension, hyperlipidemia who had initially undergone aortic valve replacement approximately six years ago for endocarditis. The bioprosthetic aortic valve was recently replace because it became dysfunctional. She underwent aortic valve replacement and mitral valve replacement seven months ago. She has poor dentition and had recurrent fever and was found to have endocarditis yet again. Yeast grew in her blood. She has had episodes of syncope and intermittent fever and night sweats prior to admission. She was hospitalized and transesophageal echo revealed probable abscess around the aortic root and vegetation on the valve. She underwent redo aortic valve replacement utilizing a 19mm 3300tfx valve with an aortic root enlargement utilizing a 12mm hemashield graft and patch, which also excluded the aortic root abscess after radical debridement. The mitral valve was also re-replaced utilizing a 25mm non-edwards porcine valve. After the procedure, the patient was taken to the recovery room in stable, critical, intubated condition. Not unexpectedly, given her preoperative heart block, she required permanent pacemaker on pod 4.

Manufacturer narrative:
Through further investigation, it was learned that the subject device was removed from the patient due to endocarditis. This event was not attribute to the device. Prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. Late prosthetic endocarditis is not in any way related to the sterilization or packaging process of the device. In this case, the onset of endocarditis occurred after 60 days from implant. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards' multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards' valves as provided to customers. A manufacturing non-conformance was not identified. There was no indication or allegation of a device malfunction contributing to the event. The instructions for use (IFU) has been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Endocarditis is listed as a potential adverse event in the IFU. Edwards will continue to review and monitor all events through the use of edwards quality systems. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No further corrective or preventative actions are required at this time.